Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "program error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that foley catheter length was shorter and width was smaller. Per follow up via phone on (B)(6) 2022, it was reported that the customer had ordered multiple foleys from edge park that were labeled as size 28fr with 30cc balloon (once a month prescription), but they were not the correct size. Purportedly that the catheters were larger than the one customer currently had in.